Event description:
It was reported that nursing staff identified hair within the seal of sterile packaging extending into the sterile product. The issue was identified during inspection of the sterile packaging. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.